Manufacturer narrative:
A response from the surgeon was received indicating that this valve was explanted due to aortic stenosis and aortic insufficiency with a large perivalvular leak (pvl). Per the op report, this patient had an early identified pvl, which was large, and had resulted congestive heart failure. Findings at surgery indicate that there was dehiscence of the valve from approx. 2/3 of the right coronary attachment with dehiscence of sutures from the right/left commissure area under the right coronary artery all the way to approx. 3-4 mm left of the coronary ostium. Valve leaflets were intact. All grafts intact. Severe adhesions. A new edwards bioprosthetic valve was tied into position without difficulty. Patient was returned to the ICU hemodynamically stable. Unfortunately, the explanted valve was not returned for evaluation; therefore, the reported findings could not be confirmed. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The type and cause of regurgitation varies depending upon multiple factors. In this case, the op report documents dehiscence, which was likely the cause of the patient's large pvl. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.